Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The solicitor's letter reported that the patient was implanted with a stryker hip implants on (B)(6) 2012 in the left hip. In mid 2015 the solicitor's letter further reported that the patient experienced sudden onset of leg weakness and that the patient then underwent revision surgery in (B)(6) 2015.